Manufacturer narrative:
Mitek is, at this point in time, in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an arthroscopic wrist procedure, the surgeon noted that a portion of the distal tip of the vapr electrode was missing. The surgeon was using the electrode; removed it from the body and reposition it back in the wrist. It was at this point that the surgeon noticed the anomaly; they do not know if the fragment is in the body or not. The surgeon employed another same type device to complete the procedure successfully without further issue or harm to the pt. The complaint device was discarded at the user facility.